Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial:(B)(6). Batch: 5140673.

Event description:
It was reported that patient had inadequate stimulation due to leads not being optimally placed to provide stimulation coverage of the lower back. The patient underwent a revision procedure where the leads were replaced and were positioned in a better location. The patient was doing well postoperatively.